Event description:
Event description guidant received information that this pacemaker exhibited pacing and sensing issues in the atrium. One day later, the patient became syncopal and fell, suffering injury. An x-ray was obtained confirming the atrial lead (4480) had dislodged; however, evaluation of the ventricular lead noted all lead measurements were within the normal range. The device was then programmed to vvi mode and a lead revision procedure was scheduled. During the procedure, it was observed that the leads were "twiddled" and had incisions in both leads. Further inspection noted an insulation breach on the ventricular lead (4457) down to the conductor coils. Measurements through the pacing system analyzer (psa) revealed no pacing, sensing or impedance measurements. The atrial and ventricular lead were then removed and replaced. The device remains implanted.